Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV) and seroma-late.

Event description:
Health professional reported right side "it starts with hardening, pain and skin color change, as well as deformity. Contracture, deformity and free fluid"; predominant breast folds in the lower poles, skin thinning. Per ultrasound "the right implant is observed with peri implant fluid with an approximate volume of 3 cc with septum inside, constituting late seroma, with severe grade IV contracture data." The device remains implanted.